Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the device made strange noises but this could not be confirmed. A secondary condition was found that the circular seal was cut. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during a laparoscopic proctectomy the customer states that approximately 3 hours of starting use of the device a strange sound occurred from the trocars. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended by more than 30 mins. The status of the patient is fine. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.